Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, balloon aortic valvuloplasty was performed on a severely calcified native aortic valve, in order to facilitate the deployment of a 26mm sapien 3 ultra valve. The valve was prepared with nominal plus 2ml volume. Crossing the native valve was difficult. The valve was positioned, and deployment was performed. At the end of the valve deployment, with the balloon full inflated, the commander delivery system balloon burst. The valve was well expanded, and the end result of the implant was optimal. The balloon burst longitudinally, so its withdrawal into the esheath was easily done. The patient was doing well after the procedure. The valve remains implanted in the patient. Severe valvular calcification was reported.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the balloon burst was a longitudinal tear with no missing pieces. No applicable case imagery was provided for review. Dimensional analysis was performed of the inflation balloon single wall thickness along the edges of the burst location. All measurements met specifications. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no additional complaints related to the balloon burst. One other complaint was found for the crossing difficulty. Complaint history review from march 2020 to february 2021 for the edwards commander delivery system (all models and sizes) revealed additional returned complaints for the appropriate complaint codes. No manufacturing nonconformances were identified in the returned samples. Available information suggested patient and/or procedural factors may have contributed to the reported events. Per the IFU and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported event. In this case, the balloon burst complaint was confirmed based on the condition of the returned device. The crossing difficulty complaint was not able to be confirmed due to the unavailability of applicable case imagery. No manufacturing non-conformances were identified during device evaluation as no abnormalities were observed during functional testing. Furthermore, a review of lot history, complaint history, manufacturing mitigations, and the DHR did not provide any indication that a manufacturing non-conformance contributed to the event. According to the complaint description, 'crossing the native valve was not easy to achieve'. Per the case notes it was mentioned there was a high degree of calcification in the native annulus, it is likely that presence of calcification in the annulus obstructed the valve from being placed in the annulus, causing difficulty in advancing the valve to the annulus. Per the description, 'at the end of the valve deployment with the balloon full inflated, the balloon of the delivery system burst. A 2ml extra was added to the nominal volume'. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Moreover, it was noted an additional 2cc was added to the nominal volume as per the case notes. The prescribed nominal inflation volume is provided in the IFU. It is likely that the balloon burst once the balloon past the target fill volume. Although the exact root cause for the crossing difficulty and balloon burst could not be confirmed, procedural factors (additional volume), in addition to patient factors (severe valvular calcification) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.